Event description:
It was reported that when the asymptomatic patient presented in clinic for follow up, the device was found to be in backup vvi mode. Due to unexplained power on reset, a device download was unable to be performed. Device replacement is planned. No further information is available at this time.